Manufacturer narrative:
Correction: please retract manufacturing report 2017865-2026-00653. It should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by abbott.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead delivered high voltage (hv) therapy appropriately however, failed to convert the rhythm on the first few shocks. Programming changes were performed to resolve the issue. There were no patient consequences reported.